Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was later explanted for normal battery depletion.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received allegation of premature battery depletion with this implantable cardioverter defibrillator (ICD). The device voltage had decreased from 2.89v to 2.71v with increased charge times from 8.4 to 20 seconds. The elective replacement indicator (eri) had been declared within the approximate 4 month time frame. No adverse patient effects were reported.